Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 35 mg/dl. The customer stated that insulin pump had a post-reset ram crc alarm (pump errors 23), history pointers failed. The history pointers are corrupted (pump errors 49), trace pointers are invalid (pump errors 68)troubleshooting was performed and found that the customer has treated the low blood glucose event with food. Unknown whether the customer was using the pump within 48 hours of the reported event or not and unknown whether the auto-mode feature was active or not. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for failure analysis.

Manufacturer narrative:
S.w version (B)(4). Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and had requested assistance to contact ems for low bgs found on (B)(6) 2023. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 30-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 30-oct-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 273000 (27.3 u) dailytotalofbasalinsulindelivered: 228000 (22.8 u) dailytotalofbolusinsulindelivered: 45000 (4.5 u) (B)(6) 2023 11:18:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) (B)(6) 2023 12:12:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:28:10.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:28:10.000 (B)(6) 2023 22:28:26.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:28:41.000 (B)(6) 2023 12:41:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were generated on the pump (B)(6) 2023 at 10:28pm. Unfortunately, I cannot provide root cause analysis since the detailed traces started (B)(6) 2023. I can suspect the ram memory corruption but cannot prove it due to the lack of the corresponding detailed traces. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 30-oct-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 03:53:00.000 (B)(6) 2023 04:03:00.000 (B)(6) 2023 18:59:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 04:36:00.000 10/28/2023 04:46:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 13:07:30.000 (B)(6) 2023 03:52:40.000 (B)(6) 2023 03:52:40.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2023 16:05:16.000 (B)(6) 2023 16:15:00.000 (B)(6) 2023 16:40:16.000 (B)(6) 2023 16:50:00.000 (B)(6) 2023 19:45:17.000 (B)(6) 2023 19:55:00.000 (B)(6) 2023 14:05:18.000 (B)(6) 2023 14:15:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw (pcba 1/pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer was having a low blood glucose of 40mg/dl at the time of the call (not 35mg/dl). Customer was able to clear the alarms and rewind the pump. Customer decided to call her doctor regarding the low.